Event description:
The customer reported that when preparing for an rf ablation treatment, the technician opened the packaging and noticed the grounding pad was discolored. The pad was not used. Initial eval of the incident sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.